Manufacturer narrative:
No trend considering the following event is identified: blade does not snap into handle. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the blade did not snap into the handle. This instrument has not been in use before. No medical data such as surgical notes or any other case-relevant documents received. Visual examination: the instrument was returned for an investigation. As it has not been in use, there are no signs of usage. Measurements: as it is reported that the blade did not connect to the handle, the dimensions of the instrument were measured using a micrometer for the diameters and a digital measuring slide in order to confirm the lengths. The diameter of the ring was measured to be ø4.992 mm (specification ø5±0.1mm). The diameters at the end were measured to be ø3.9355mm (specification ø3.9 0/-0.1 mm) and ø2.9965mm (specification ø3 0/-0.05mm) at the end of the blade. These measured diameters are within specifications. The distance of two parallel surfaces of the hexagon is defined to be sw2.45 ± 0.02mm and was measured to be: 2.52, 2.515 and 2.505mm..these measured values exceed the upper tolerance. Functional test: a functional test was performed using the blade and a screwdriver handle (ref 503004106, lot 269d14). The reported event could be recreated as the blade did not snap into the handle. Review of product documentation - device history records: according to the DHR the dimensions of 20 out of 50 instruments within this lot have been measured and the dimensions have been confirmed. Those dimensions are: dimensions of the hexagon sw2.45 ± 0.02mm, overall length of 100 ±0.2mm and different diameters: ø5 ± 0.1mm of the ring, ø3.9 0/-0.1 mm and ø3 0/-0.05mm at the end of the blade. Surgical technique: the surgical technique for the microcan system was reviewed. It is explained "attach the screwdriver blade to the handle by pulling the coupling piece backwards while intoducting the bit into the shaft. Once the bit reached the end of the shaft, release the coupling piece to lock the blade in the handle". The handle is identified to be ref (B)(4) screwdriver handle, black, cannulated, for all bits, system 1.8/2.3. Root cause analysis a systematic issue due to an inadequate design or insufficient mechanical properties can be excluded, as this would have been detected as part of the issue evaluation assessment. As the dimensions of the blade were measured to be out of specifications (manufacturing issues), the issue cannot be related to a specific failure mode. Based on the given information, a root cause analysis is therefore not possible. Should any additional information that changes the assessment become available, the case will re-evaluated. However, all possible causes related to the issues reported are listed in rmw. Conclusion summary the screwdriver blade was returned for an investigation. The dimensions of the hexagon were measured to exceed the upper tolerance limit. In a functional test the event could be recreated as the screwdriver blade did not snap into the screwdriver handle. Based on the available information further investigation has been initiated to determine the necessity of potential corrective and/or preventive actions. However, the need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Should supplemental information becomes available that change this assessment, the case would be reopened and an updated report submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(6).

Event description:
It is reported that the scrdriverblade6 cann w. Fixation screw did not snap into the handle. It has now been reported that the item was received new in original packing and determined to be defective. It was not placed into a tray or used.

Manufacturer narrative:
The manufacturer did not receive the device or other source documents for review. As no lot number was provided for the device, the device history records could not be reviewed. Additional information was requested. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It is reported that the screwdriver blade 6 cann w. Fixation screw did not snap into the handle. This is the only information received at this time.